Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported in a journal article titled: "trabecular metal augments for the management of paprosky type iii defects without pelvic discontinuity", that 4 patients who had received tm acetabular augments, were revised due to loosening of the tm components and required revision surgeries.